Event description:
Patient was in active d.t.'s and in his bed with the posey on. Patient became angry that he was in a posey. The patient either attempted to light a cigarette or light the posey. In any event, the posey caught fire. Patient sustained third degree burns to his chest. Grafting was done. Incident was investigated by local fire marshall.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.